Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up. Upon interrogation, the right atrial lead was found to have increasing threshold and increasing impedance values. No intervention performed. The patient will continue to be monitored.